Event description:
During a laparoscopic hepatectomy the clip got stuck and did not easily leave the applier. Therefore, the user replaced the applier with a new unit to complete the operation. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2020. Functional evaluation of the returned instrument that it is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to validate this complaint. We are unable to determine what caused the alleged issue at the end user's facility since we were unable to replicate the alleged issue. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
During a laparoscopic hepatectomy the clip got stuck and did not easily leave the applier. Therefore, the user replaced the applier with a new unit to complete the operation. The applier was purchased by the hospital within 1 year.